Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump's air sensor kept beeping and was not adhering to the infusion time. There was no patient involvement, no patient injury was reported.